Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during other non clinical activity, an incorrect quantity received. As per company representative, "according to our operations 1 carton of item 3cxfx25rec batch 2f16 has not been physically delivered. The inventory department has already performed a stock check on this item but it was negative. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 12, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3236, 4308) type of investigation #1: 3331 - analysis of production records type of investigation #2: 4114 - device not returned investigation findings: 3236 - transport problem identified investigation conclusions: 4308 - cause traced to transport/storage the investigation verified that incorrect product was shipped. An sncr was sent for this incident to the appropriate distribution center for further investigation. The root cause was the distribution center picked and sent incorrect product. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.